Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl.) The patient began vomiting and went to the hospital. The patient alleges their personal diabetes manager (pdm) was not working properly. The doctor reviewed the settings and they were correct. The patient was treated with intravenous fluids and magnesium. The patient was discharged after 6 hours. A replacement pdm will be sent to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user mentioned having high blood glucose values while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) files found that the automated algorithm was able to appropriately adapt the microbolus amounts based on estimated glucose values and user inputs while in automated mode. The pod was able to correctly deliver the user's basal program while in manual mode. All boluses programmed by the user were successfully delivered. The system was determined to function as intended.